Manufacturer narrative:
Lot review: a review of lot# 3284746 showed that (B)(4) units were manufactured, tested, inspected and released 06/16 citing no exception documents.

Event description:
Complaint received regarding one k7047-001, microclave clear connector; lot# 3284746 (mfd. 06/16). Report states, reported leaking at distal tip where spiros connects to clave and clave connector connects to PICC. Nurse was pushing med through clave port on sapphire plus set (16385), and noticed leaking at one of the lower connections, but could not identify which one. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.